Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/08/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 06/27/2014 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a rebooting event. A battery compartment crack was observed. The battery cap was able to secure properly to the pump. The battery cap dimensions were found to be within specification. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. No damage, defect or moisture was found with the pump¿s internal components.